Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/7/2021. H.6. Investigation: one sample was received by our quality team for evaluation. From the sample, the barrel was observed to be cracked. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The cracked syringe barrel could have occurred at the assembly machine. The probable root cause of the cracked barrel could be due to the air jet of the auto reject station to be out of position which resulted in poor part throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When this occurs, the subsequence syringe is rubbed against the jammed product. This can cause the cracked barrel body and rubbed off scale line. However, if the air jet at the auto reject station, which is used to blow off the part from the dial pocket, is out of position, it will lead to poor part throw out.

Event description:
It was reported that 5 syringes 3ml ll experienced a failure to contain blood/medication. The following information was provided by the initial reporter: on drawing up normal saline cracks in the barrel of the syringe become visible and diluent leaks out. Outcome: waste of vaccine or consumable. Risk of administration unknowingly increasing risk of contamination of subtherapeutic dosing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringes 3ml ll experienced a failure to contain blood/medication. The following information was provided by the initial reporter: on drawing up normal saline cracks in the barrel of the syringe become visible and diluent leaks out. Outcome: waste of vaccine or consumable. Risk of administration unknowingly increasing risk of contamination of subtherapeutic dosing.